Event description:
In 2011, I had essure implanted and at follow-up, one was floating in my cervix. I had to have another one implanted. Yesterday, during annual pap, one was found sticking in cervix..